Event description:
It was reported that during a total hip replacement, while attempting to impact the liner, the surgeon felt that the liner was not seating adequately within the shell. A second liner with the same dimensions was available, and the surgeon made the decision to remove the liner and replace it with an alternative. The alternative liner was impacted, and the surgeon felt that this was adequately seated within the shell. There was no reported patient impact. No additional information available.

Manufacturer narrative:
(B)(4). G2: foreign: country: australia. D10: cat# unknown lot# unknown - unknown shell. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided; therefore, unable to perform a compatibility check. Medical records were not provided. A definitive root cause cannot be determined. The complaint could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.